Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute to treat a severely calcified distal right coronary lesion exhibiting 80% stenosis. During the procedure the lesion was pre-dilated 3 times - 5-10 secs. The stent reportedly dislodged after it failed to go through another stent. The physician used another stent to jail the dislodged stent to the vessel wall. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Procedural images review: the images confirm the severely calcified distal right coronary lesion as reported by the account. Pre-dilation of the arteries is evident with an unidentified balloon. In the next images, it is possible the pre-dilation balloon is retracted in the guide catheter. An unidentified stent is visibly deployed in the proximal rca lesion. Image 26 in the sequence is captured at 10:42am the next - image 27 is captured at 10:47am. The next image captures the dislodged endeavor resolute 2.25 x 14mm stent visible in the previously deployed stent. The images however do not capture the attempted delivery, and subsequent dislodgement of the endeavor resolute stent and this most likely occurred in the 5 minute time gaps for which no images were provided. The images then capture the delivery of an unidentified stent and the subsequent deployment of this stent at the site of the dislodged stent, jailing the dislodged stent to the vessel wall.

Manufacturer narrative:
The device was inspected prior to use with no issues noted. The target lesion exhibited 80-99% stenosis and severe tortuosity, timi grade 1. It was reported that resistance was encountered during delivery. The inflation device did not remain on neutral during delivery of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.